Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Patient 1 had a "critical low" na result. This result was reported outside of the laboratory. A new sample was obtained and the na result was not critical. Due to the difference in results, the original sample was repeated and the result was not critical. A corrected report was issued. The specific results for patient 1 were not provided. On (B)(6) 2023 patient 2 initial na result was 91 mmol/l and the cl result was 167.7 mmol/l. The technician questioned these results and repeated the sample. The repeat na result was 137 mmol/l and the repeat cl result was 105.9 mmol/l. The questionable results for patient 2 were not reported outside of the laboratory. The electrode lot numbers with expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) found the sipper nozzle was out of adjustment and there was a trace of water on the top of the cells due to the rinse level. The fse adjusted the sipper nozzle and rinse level. Ise checks and precision testing passed. The customer performed acceptable calibration and qc. Calibration data was provided for a date range of (B)(6) and was acceptable. Qc data was acceptable. The customer used a centrifugation spin time of 8 minutes. This spin time may be shorter than recommended. "Abnormal probe sucking" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The service actions resolved the issue.